Event description:
The customer reported that the battery of their t:slim x2 pump would not charge despite using the correct tandem charging cable and wall adapter and trying different ones. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, tandem technical support arranged to replace the pump and informed the customer about the necessary steps, including using mdi as backup therapy and returning the faulty pump. The customer was informed about the training available for the replacement pump.